Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer reported that the insulin pump was showing the half of the screen. The customer also reported that they found a crack inside the insulin pump. The customer's blood glucose was 117 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked case on the display window corners, minor scratched lcd window and cracked reservoir tube lip. Unable to confirm missing segments or partial display and perform functional testing due to cracked and bleeding lcd glass.